Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that high pacing impedance values were observed on the right atrial lead despite repositioning. The lead was explanted and replaced. The patient's condition was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.